Event description:
Nurse placing an IV line with insyte catheter. Following the removal, the needle did not retract into the safety device, although staff member heard the "click". Staff member was injured.